Manufacturer narrative:
The hospital biomed evaluated the device.

Event description:
The customer reported that the user had dropped the paddle and called the hospital biomedical department stating the paddles were not working. The device was reported to be in use on a patient, but no adverse event to patient or user was reported.